Event description:
Pt had cadd legacy pump sn (B)(4) that keeps beeping and would not stop. She did not see any error codes on the pump. She was preparing to use the pump, so she did not miss any therapy and it did not malfunction while in use. We are sending a new pump and she will return the bad pump. Dose or amount: 50ng/kg/min, frequency: continuously, route: intravenously. Dates of use: from (B)(6) 2015 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.